Manufacturer narrative:
Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On (B)(6) 2022, lay-user/patient¿s spouse contacted lifescan (lfs), alleging that the patient¿s onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer care agent (cca) documentation and on further information obtained by the cca during a follow-up call with the reporter. The reporter stated that the alleged meter inaccuracy began on the morning of (B)(6) 2022 and that on (B)(6) 2022, the patient obtained blood glucose readings of ¿63 and 331 mg/dl¿ with the subject meter, performed within 20 minutes of each other. The reporter informed the cca that on the morning of (B)(6) 2022, the patient was given an increased dose of insulin as a result of the alleged issue then became ¿comatose and almost died¿. Emergency medical services (ems) were notified for assistance. The reporter claimed the patient was treated by ems with an unspecified injection. The reporter claimed the patient¿s blood glucose measured ¿27 mg/dl¿ on the ems device prior to receiving treatment. During the follow-up call, the reporter stated that the patient tests his blood glucose 5 times a day and that his expected readings are ¿at least 120 mg/dl¿. The reporter claimed the patient manages his diabetes with novolog insulin (at least 10 units at breakfast, lunch and dinner adjusted according to blood glucose readings). Prior to being found ¿comatose¿, the reporter claimed the patient¿s blood glucose had tested ¿463 mg/dl¿ with the subject meter which was higher than expected. The reporter claimed the patient was given 70 units of insulin in response to the reading. During the follow-up call, the reporter attributed the patient¿s reported injury to the alleged meter inaccuracy. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca documented that the same approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after being administered insulin based on an alleged inaccurate reading obtained with the subject meter.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed performance testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.